Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an rv impedance measurement of greater than 3,000 ohms. There were no episodes of noise in the arrhythmia logbook. An x-ray had been taken in the past that appeared abnormal; therefore, another x-ray would be performed. Tachycardia therapy was programmed off due to a possible lead issue. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that the lead was fractured. A surgical revision was performed and the lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 113 millimeters (mm) from the terminal pin. Two segments were returned; a terminal end segment and a tip segment. A segment of the lead appeared to be missing from the mid-body section of the lead. An extracting stylet was returned in the tip segment of the lead. The inner conductor coil was extremely stretched at the tip segment due to the extracting stylet. The proximal end of the distal spring electrode was separated from the lead body insulation. Laser extraction damage was noted in the insulation, and bodily fluid was in the lumens. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Resistance testing of the lead segments was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing of the returned lead segments was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that during the revision, an insulation fracture was observed. No additional adverse patient effects were reported.